Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had leaked onto the patient after it had been replaced. The nurse stated that after replacing the transfer set, the patient reported their shirt was wet near the area of the transfer set. The patient had the transfer set replaced and had no further issues. The patient was given vancomycin (1 gm, prophylactically) due to the reported event and to prevent infection. At the time of this report, the patient continued taking antibiotics. No additional information is available at this time.